Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, 'door closed alarm' was reproduced. A review of the history log revealed 'shut door - power off ' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upper latch switch is damaged/missing. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a door closed alarm occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.